Event description:
It was reported that a patient underwent a revision six(6) years post implantation due disassociation and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device was not returned to the product surveillance team. A physical evaluation and technical review was not possible. DHR review shows no anomalies ordeviations that would have affected the surgical outcome or contributed to the reported event. Per the surgeon report, no complications with the psi guide were experienced during the initial procedure. 'Once we had adequate exposure, the psi guide was affixed anteriorly and located. A coracoid pin was placed and a second pin was placed for the cannulated reamer. This was slightly more anterior, and therefore 9 cannulated design was selected. A drill hole was made centrally, and then the reamer was sued with the appropriate reamer stop for the trabecular metal glenoid. The drill holes and box cut were made without difficulty. A 40-mm glenoid with a 46mm radius curvature was then impacted into position. An excellent glenoid fixation was obtained.' Further, the report states 'no complications. Prognosis was good.' Further, xray images were provided and analyzed by a third party. Per the mmi report, a large glenoid defect noted along the superior aspect of the glenoid appears to relate to the fractured glenoid component. A definitive root cause is unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.